Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in a routine follow-up, the patient's implantable cardiac defibrillator (ICD) was in back-up vvi mode. A device restoration was performed successfully. The patient remains asymptomatic and will continue to be monitored routinely.